Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported customer received a message stating "replace cartridge", as pump insulin gage was empty. Customer's blood glucose level was 209 mg/dl. The customer changed their cartridge and successfully resumed insulin delivery.